Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement under warranty, confirmed shipping address, instructed customer to place pump into storage mode before return, advised that pump settings and continuous glucose monitor would need to be set up again on replacement pump, and requested return of problematic pump using prepaid label within 10 days, which customer understood and acknowledged.